Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed to deliver energy to harvesting tool. Extension cable was changed out and customer was able to complete procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hemopro2 extension cable device was returned to the factory for evaluation. The device showed signs of clinical usage and no evidence of blood. A visual inspection was conducted. No defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, reference adapter cable and reference power supply vh-3010 at level 3.0. The device did not passed the pre-cautery test; it did not produced steam and did not heat during 5-second activations and intermittently shut off when the toggle was release. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse intermittently shut off power to the heater after prolonged periods of time and intermittently activated after the device cooled. Based upon the evaluation results, the reported mode ¿failure to deliver energy¿ was not confirmed but was confirmed for analyzed failure mode ¿intermittent continuity".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed to deliver energy to harvesting tool. Extension cable was changed out and customer was able to complete procedure. The hospital did not report any patient effects.